Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up, it was found the device had prematurely reached elective replacement indicator. The device was explanted and replaced. No adverse consequences were detected.